Event description:
Information received from the field notes inappropriate measured data. Measurements taken in previous follow-ups showed battery data above 2.80v. When the device was programmed to 5v, 0.5mv, the measured data was 2.79v, 32ua, <1 kohms. This data is not consistent with the implant duration. The patient is not pacemaker dependent and follow-up will continue.